Event description:
Pt reported obtaining a blood glucose result of 442 mg/dl, while using the suspect device. Pt stated that she delivered insulin (amount not provided) based on this result, causing her to "bottom out." Patient stated that emergency medical services were contacted, and upon their arrival (~1 hour after reading of 442 mg/dl), her blood glucose measured 20 mg/dl, on paramedics' blood glucose monitor. Patient reported being treated with glucose. No additional details of treatment were provided. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.